Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt2815/7796814, tgt3420/7539182) to repair a descending thoracic aortic aneurysm with diameter of 70 mm. The devices were advanced from the left common iliac artery exposed by cut down. The patient reportedly lost 1,490 ml of blood during the procedure; however it is unknown what caused the blood loss. On (B)(6) 2010, the patient developed paraplegia. The cause of the paraplegia is unknown. The physician performed cerebrospinal fluid drainage for its treatment. On (B)(6) 2010, the patient was discharged. It was reported that the paraplegia remained. Subsequent follow-up examinations showed that the paraplegia remained and that the aneurysm measured 58 mm; however on (B)(6) 2013, three year follow-up examination revealed the aneurysm measured 63 mm. No endoleak was observed. The cause of the aneurysm enlargement is unknown. It was also confirmed that the paraplegia remained. The physician elected to monitor the patient. On (B)(6) 2014, four year follow-up examination showed that the aneurysm measured 34 mm, and that the paraplegia remained. On (B)(6) 2014, the patient expired due to bowel occlusion. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.